Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked reservoir tube lip, minor scratches on the lcd window and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 389 mg/dl and an emergency room visit. Customer's blood glucose at the time of the call was 273 mg/dl. The customer indicated that she was at the emergency room for about 6 hours. Customer ended the call as she felt sick and was advised to call back later.

Manufacturer narrative:
The pump passed the delivery accuracy test.